Event description:
The surgeon performed a makoplasty total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Forceps were used and then removed while placing the acetabular checkpoint screw. In the attempt to finish driving the checkpoint into place, it skived off posteriorly and was lost behind the pelvis. Another checkpoint was opened and placed to keep the case moving. After the cup was implanted, a c-arm was used to help locate the lost checkpoint. In the attempt to retrieve the lost checkpoint, a vessel was ruptured and a vascular surgeon was required. After two and a half hours, the surgeon chose to leave the checkpoint screw in patient. The femoral stem was placed, and the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an eval has been initiated at mako surgical with regard to this event. No preliminary results are currently available.